Manufacturer narrative:
A synergy ous mr 2.25 x 38 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The proximal struts were lifted and pulled in all directions. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending. A 2.25x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.25mm x 38mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending. A 2.25x38mm synergy drug-eluting stent was advanced to treat the lesion. However, the proximal end of the stent struts were lifted. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.